Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03185 / 03187).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, loss of range of motion and elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, loss of range of motion and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the revision was due to patient fall resulting in a comminuted fracture with 4 major fracture fragments and loosening of the femoral stem. The modular head, taper adapter and femoral stem were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-03185 / 03187 & 2014-00922).